Manufacturer narrative:
Intuitive surgical followed up with the customer and obtained the following additional information: the patient has not returned to the hospital due to post-surgical complications related to this event. Patient medical history, pre-existing medical conditions, and relevant laboratory tests were requested; however, the information is unknown other than the patient's race being identified as "asian.". Based on the information provided at this time, this complaint remains reportable due to the following conclusion: the instrument grip pin was dislodged with no evidence or claim of user mishandling/misuse. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Intuitive surgical received the prograsp forceps involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. It was noted that the instrument was found to have a grip pin issue due to improper swaging. This failure is likely a workmanship issue caused. The instrument was transferred to advanced failure analysis (afa) for further investigation. The grip pin was confirmed to not be swaged. The pin was visually inspected, and instead of being flared out and swaged at the end, the pin was observed to be smashed in. When the pin became dislodged the tip was partially smashed in, not due to being swaged. It is likely the pin was caught between the grips. This is a workmanship issue. A review of the site's complaint history does not show any additional complaints related to this product. A review of the instrument log for the prograsp forceps (470093-11/n111908260 166) has been performed. The instrument was last used on (B)(6) 2020 on system (B)(4). The alleged event occurred on the 4th use. There is no indication that the instrument was used in subsequent procedures after the alleged event reported on this record. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the instrument grip pin was dislodged with no evidence or claim of user mishandling/misuse. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the surgeon was using the instrument for traction and later noted the instrument could not grasp tissue well. The nurse removed and checked the instrument and noticed the "bolt" was loosened. There was no report of any fragment(s) falling inside the patient. The instrument was replaced. The procedure was completed with no reported patient harm, adverse outcome, or injury. Due to the alleged issue, the procedure was delayed by 5 minutes. The site is unable to release patient information related to this incident. Intuitive surgical, inc. Has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.